Manufacturer narrative:
The lens was returned positioned incorrectly within the lens case (optic pressed over two posts of the lens case, resulting in damage during return). Solution is observed dried on the lens with both haptics adhered to the optic in a folded position. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the vitrectomy could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the patient required a vitrectomy. The iol made contact with the patient. Additional information was requested.